Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The details of the lesion being treated are unknown. On the first inflation a 2.5x9mm maverick2 monorail balloon catheter was inflated. On the second inflation the balloon ruptured at an unknown atmosphere. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is good with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.